Event description:
It was reported that the patient had a full revision due to painful stimulation and cough, captured in MFR report #: 1644487-2021-01469. Patient was noted to have had the new lead implanted on the right side. It was reported the patient has been put on a trach tube due to difficulty breathing and was experiencing vocal cord paralysis. No additional relevant information has been received.

Event description:
Per the neurologist, he was not aware of the right side vns placement. This was only discovered after the patient appeared for follow up on reported sleep and breathing issues. Surgeon reported placing on the right side due to excessive scarring on the left vagus nerve. After the device was disabled the patient had a permanent trach, which resolved the breathing issues and believes was a result of the device disablement. The neurologist also believes that the reports of sleep issues and breathing issues were the result of tolerability issues caused by the device being implanted on the right vagal nerve. No additional relevant information has been received.

Manufacturer narrative:
B2: outcomes attributed to adverse event - correction - required intervention was not checked in initial MDR.